Event description:
During a ptca procedure, the tip of the pt2 moderate support 185cm str guide wire fractured and remains in the patient. It is unknown if any attempt was made at retrieval. Additional information was requested, however, the health care provider declined to provide any additional details. The patient status was listed as "good condition".